Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4199355): 1)the products of this batch were assembled at intima ii auto line 3 in aug, 2024, and packaged at r240 package line in aug, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. The test is passed, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked the patient started surgery at 10.30 am on (B)(6) 2025 and was given fluids using an indwelling needle at 31 minutes. There may be leakage or contamination in the production process oxygen inhalation, epinephrine 0.5mg intramuscular injection.